Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to fluid ingress. Our evaluation found internal fluid ingress through the battery connection. Mold and contamination was found inside the unit and the device was deemed unrepairable. Analysis of reports of this type has not identified an increase in trend.